Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided does not clearly show a loss of implant height. The images are aligned differently skewing the orientation and perception of the height. The exact cause of the reported issue could not be determined.

Event description:
It was reported that an elsa spacer has collapsed post-operatively. There are no plans for a revision surgery.